Manufacturer narrative:
The product and a lens case were returned for analysis and were verified to have signs of handling. A small loose particulate that appeared dark was observed on the tip exterior near the distal end. The cartridge showed evidence of being placed into a handpiece. No other damage was observed to the interior or exterior of the cartridge. The lens case was microscopically evaluated and a clump of dried solution along with other bits of dried solution was observed inside the well area of the base. This clump of clinical solution may have been interpreted by the customer as a "piece of plastic"; however, no plastic particle is observed. A few small loose particulates that appeared dark were observed underneath the lens case cap. These particulates matched the one particulate observed on the returned cartridge exterior and appeared to have rubbed off an extra label that the customer has placed onto the product prior to return. No damage is observed to the lens case or the locking mechanisms. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant surgery, a small piece of plastic material was found in the anterior chamber after injection of the iol. In a follow-up, the surgeon reported that the event resolved. The foreign body was removed with forceps.